Event description:
It was reported that the patient presented himself toi the ER with the complaint that he could feel one of the devices turning on and off. The patient experienced intermittent sharp pain in the chest which caused him to "catch his breath." It was noted that one of the stimulators was due for replacement. Reference manufacturer's report #3004209178-2009-03776.

Manufacturer narrative:
(B) (4).